Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 487mg/dl. The caller mentioned that the insulin pump alarmed no delivery. The customer stated that the infusion set was changed, but the issue has not been solved. Advised to remove and to reinsert the reservoir into the insulin pump to run a manual prime and the device did not alarm no delivery. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.